Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and no response from buttons. The customer¿s blood glucose level was 91 mg/dl. Customer also reported crack along the side of the insulin pump on the back battery side. Customer reported that the time clock did not advanced. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.